Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. The patient was in their last dwell when the leak was noticed. The leak was reported to be coming from a loose connection between the apd luer lock connector and baxter icodextran pd solution bag. The patient uses the baxter icodextran solution bag for their last fill. There were no reported defects found on the apd connector. In addition to the leak, the patient reported that a ¿make sure heater bag is on heater tray¿ message had appeared. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient did not experience any adverse effects, injuries, or require any medical intervention due to the reported event. Although the patient did not complete their treatment, the pdrn confirmed this did not result in any adverse consequences. The apd connector was not available to be returned for evaluation as it was reportedly discarded. At the time of follow-up, the pdrn stated the patient was continuing their pd therapy with no further issues.